Event description:
Customer reported having difficulty obtaining a result with the device about 2-3 in the morning. At 7:10 am, device = 383 mg/dl. Customer was having high blood glucose symptoms and went to the hospital. Hospital device = 315 mg/dl at 10:16 am. Customer was given a saline IV and insulin shots then released from the hospital at 11:00 am. No controls used. A request was made for return product and replacement product was sent.